Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 45-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage e was supported with an impella 5.5 device via right axillary surgical arterial access. The device was initiated on (B)(6) 2026 and remained in place at the time of reporting. While on support, the device functioned as intended at p-9, providing flows of 5.4 l/min with d5w sodium bicarbonate utilized in the purge solution. The patient¿s past medical history was significant for coronary artery disease, diabetes mellitus, and renal insufficiency. The right axillary access site revealed significant bruising, which was monitored. On (B)(6), the patient reported numbness, tingling, soreness, and difficulty lifting the right arm. The patient remained hemodynamically supported and stable at the time of reporting. The reported patient injury (right upper extremity symptoms and access site bruising) was attributed to impella support, bruising and mild soreness is common at the access site post cutdown. The patient remains stable on support at the time of reporting.

Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were it inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in h5 and d6b.

Event description:
Additional information provided on 08jun2026, the device was explanted and the patient survived.